Event description:
It was reported that this pacemaker had triggered elective replacement indicator (eri). Engineering analysis of device data found that there was normal battery depletion with the device being in service for over nine years, which is beyond the labelled longevity for this particular accolade device. It was discovered that the battery monitoring algorithm detected a high battery impedance condition and disabled remote monitoring after a recent software update. Device replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that this pacemaker had triggered elective replacement indicator (eri). Engineering analysis of device data found that there was normal battery depletion with the device being in service for over nine years, which is beyond the labelled longevity for this particular accolade device. It was discovered that the battery monitoring algorithm detected a high battery impedance condition and disabled remote monitoring after a recent software update. Device replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that this pacemaker had triggered elective replacement indicator (eri). Engineering analysis of device data found that there was normal battery depletion with the device being in service for over nine years, which is beyond the labelled longevity for this particular accolade device. It was discovered that the battery monitoring algorithm detected a high battery impedance condition and disabled remote monitoring after a recent software update. Device replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, this pacemaker was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. This product is expected to be returned for investigation.